Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. The patient stated since implant on (B)(6) 2013 when he went in and out of the grocery store or especially (B)(6), through the scanner, the ins went off. The patient recently went through one "maybe a week prior" and the ins had been off since. The patient noted he kept the ins charged. The patient sated he lost his patient programmer (pp) in a move and was unable to turn on the ins. During the call, the patient used the implantable neurostimulator recharger (insr) to successfully turn on the ins and stated he felt it and was noting it must have been off a while since he felt a strong charge like a tickling of the volts making contact and stated he was thankful. No further complications were reported or anticipated.